Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no reported adverse impact to the customer's blood glucose level. Customer performed pump reset using instructions provided by technical support, and touchscreen responsiveness returned, allowing normal interaction with pump screen.